Event description:
The reporter stated that the device result was 400mg/dl. He was feeling dizzy and called an emergency number. He was advised to go to the ER. About one hour later in the ER his glucose was 117mg/dl and he was kept for observation. The device was replaced and requested to be returned for evaluation.